Event description:
It was reported that the valve was not draining and was explanted.

Manufacturer narrative:
The returned valve was patent. It did not pass siphon or reflux testing and was not within specifications for pressure-flow or preimplantation tests due to debris within the valve. Debris within the valve may interfere with the membrane resulting in low pressure-flow results, siphoning and reflux. The valve did not pass the leak test due to a tear in the delta chamber. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.